Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a return of pain symptoms. A volume discrepancy was noted with an actual residual volume of 37 ml and an expected residual volume of 4.2 ml. A catheter access port study revealed that they were unable to aspirate; an occlusion was suspected. The type of medication and concentration being administered via the pump were not reported. It was noted that the "opioid" dose has been 20-26 mg/day. It was later reported that the pt was scheduled for an MRI to determine if there was a granuloma. The hcp would make a decision on treatment after the MRI study. A follow-up report will be sent if additional information becomes available.